Manufacturer narrative:
It has been confirmed that the a2 and a3 patient information applies to sample 1.

Manufacturer narrative:
This event occurred in (B)(6). It is not clear which of the two samples was from a (B)(6) female patient. A clarification has been requested. (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys ca 19-9 immunoassay on a cobas 8000 e 602 module. The erroneous results were reported outside of the laboratory. The first sample initially resulted with a ca 19-9 value of > 1000 u/ml. The sample was repeated three times on the customer's e 602 analyzer, resulting with ca 19-9 values of 77.77 u/ml on (B)(6) 2018, 80.77 u/ml on (B)(6) 2018, and 80.88 u/ml on (B)(6) 2018. The sample was repeated on a second e 602 analyzer in a different laboratory, resulting with a ca 19-9 value of 84.27 u/ml on (B)(6) 2018. The second sample initially resulted with a ca 19-9 value of > 1000 u/ml on (B)(6) 2018. The sample was repeated four times on the customer's e 602 analyzer, resulting with ca 19-9 values of > 1000 u/ml on (B)(6) 2018, 16.6 u/ml on (B)(6) 2018, > 1000 u/ml on (B)(6) 2018, and > 1000 u/ml on (B)(6) 2018. The sample was repeated on a second e 602 analyzer in a different laboratory, resulting with a ca 19-9 value of > 1000 u/ml accompanied by a data flag on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The ca 19-9 reagent lot number was 29340700, with an expiration date of 30-jun-2019.

Manufacturer narrative:
The customer did not perform qc from (B)(6) 2018 (day of the event) through (B)(6) 2018. It is unclear if there was a sample mix up at the customer site.

Manufacturer narrative:
A general reagent issue could be excluded as the customer¿s repeat results were confirmed in another lab. The investigation did not identify a product problem. The cause of the event could not be determined.